Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
End user has reported that an incident has happened in the (B)(6) hospital where the distal radius plate has broken. This was revised, removed and re-fixed with another plate.

Manufacturer narrative:
The reported event that 2.7mm xxl volar dr plate, narrow, right was alleged of s-12 (implant breakage after surgery) could be confirmed, since the picture of x-ray was received and matches the alleged failure mode. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A device inspection was not possible since the affected device was not returned. However, based on the picture of the x-rays received, the plate was found to be broken. Only one view of x-rays was provided, so medical opinion could not be taken. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
End user has reported that an incident has happened in the sanad hospital where the distal radius plate has broken. This was revised, removed and re-fixed with another plate.